Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; g.1; g.2; h.6.

Event description:
Healthcare professional later reported "fluid in breast," "accumulation of fluid in the breast," "liquid cytology was performed and the result was negative for lymphoma." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, sagging and softer breast on right side.

Event description:
Patient reported capsular contracture baker grade iii, sagging and softer breast on right side. The device remains implanted.